Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-05164. It was reported that a rotawire fracture occurred and the patient died. The patient presented unstable with a st elevation myocardial infarction (stemi). It was decided to perform a percutaneous coronary intervention (pci). The target lesion was located in the ostial right coronary artery. A 1.50mm rotalink¿ plus and rotawire were selected for use. During the procedure, a rotawire was placed in an angle wherein the device had a lot of friction. When the burr was advanced over the rotawire, the wire broke at the point of the angle. The rotawire was removed from the patient's body; however at that time the patient became very ill. Chest compressions were performed. Two days later the patient died. The physician does not believe that the rotablator devices contributed to the patient outcome.